Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced an error while attempting to fill tubing during an infusion set change, which was resolved only after replacing the tubing; a dry run showed no issues on the pump, and upon switching to new contact detach 6 mm 23 in tubing (lot: 6013574) with a new connector (lot: 34481), drops were observed and filling proceeded. Symptoms included no reported adverse physiological effects. Outcomes included no reported clinical impact and no alarms. Investigation included troubleshooting and user education via guided dry run and supply replacement. Investigation of this case revealed that the issue was not reproducible after changing the infusion set supplies and was consistent with a transient flow restriction or occlusion resolved by supply change. It was concluded that the event was related to an infusion set/tubing issue, with device function acceptable after supply replacement, and no further action required at this time.